Event description:
A pump declared an altitude alarm, causing the customer's insulin delivery to be suspended. The customer's blood glucose level was not impacted. Before seeking assistance, the customer attempted to resolve the issue by removing and reinserting the cartridge, which allowed insulin delivery to resume.